Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported getting a no delivery alarm during a bolus attempt. The customer then reported that he was hospitalized due to low blood glucose levels. The customer was at a friend's house when his blood glucose levels dropped. The paramedics were called, and he was rushed to the hospital. Nothing further was reported.